Manufacturer narrative:
B4: (B)(6) 2021. The customer reported that a ventilator experienced an led failure alarm when powering on the unit during pre-use setup. The reported issue was found during pre-use setup. No patient or user harm was reported. There was no delay to patient therapy reported.

Manufacturer narrative:
Date of report: 16jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported that a ventilator experienced an led failure alarm when powering on the unit. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The reported issue was confirmed by the customer via the 1105 error code. The customer reported that they replaced the power switch overlay. The unit was reported to have been repaired and returned to service. No other anomalies were reported.